Event description:
It was reported that, "when the surgeon was using the nav straight acet reamer handle with system 6 (B) (4), the surgeon had minor injury on his hand."

Manufacturer narrative:
The device was not returned to the manufacturer. If it becomes available then additional information will be submitted in a supplemental report.